Event description:
No additional information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, h2, h3, h4, h6, h10 the reported event was unable to be confirmed with the information provided. Visual examination of the provided images reveals the explanted bearing and femoral component. Both devices don't appear to be damaged. However, especially on the femoral component, patient's tissue and blood can be seen covering the devices. No further assessment can be made. No medical records were provided. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). D10: 42512600712, articular surface fixed bearing constrained posterior stabilized (cps) left 12 mm height, lot 67098803 42540200029, all-poly patella cemented 29 mm diameter, lot 66815078 42545000510, tibial central cone size x-small, lot 66948841 42542007501, tibia fixed cemented left size f stem extension use required, lot 66435065 42560007514, stem extension tapered cemented 14 mm diameter +75 mm length, lot 67174924 g2: event occurred in australia. H6: proposed component code: mechanical (g04) - femur customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device was requested but not returned by the hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that approximately 2 months post implantation of a primary left total knee arthroplasty, the patient was revised of the femoral component and articular surface due to periprosthetic fracture. There was no reported trauma leading to the fracture. Attempts have been made and no additional information is available.